Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, ensuring the customer would receive a new pump with updated software. The customer, who had no backup insulin therapy available, was advised to contact their healthcare provider. Instructions for returning the problematic pump and setting up the replacement were communicated and acknowledged by the customer.